Event description:
It was reported that the programmer was powered on and an error appeared. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reconfigured and current software was reloaded. It was also noted that the power cord door was damaged. (B)(4).